Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing low blood glucose level 30 mg/dl and went to emergency room on (B)(6) 2020. Low blood glucose level was treated by glucose tablet. Customer declined troubleshooting for low blood glucose level. The device will not be returned for analysis.